Event description:
It was reported that a patient underwent a revision surgery on the left knee due to pain and stiffness. Properative films revealed a possible loosening of the patellar implant and significant heterotopic ossification, both were confirmed during revision. Only the patellar component was revised.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based on the limited information provided, the root cause of the patient's reported pain and mua cannot be concluded; however, the loose patella was likely a contributing factor for the pain as well as the left tka revision. The impact to the patient beyond the expected pain from the revision procedure itself cannot be concluded. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.